Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Auto lead diagnostics shows a gradual lead impedance increase to greater than 4000 ohms. A lead warning occurred on 2013-(B)(4). There were a number of open circuit pace counts since lead warning.

Event description:
It was reported the right ventricular (rv) lead had high impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.